Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a blood glucose elevation to approximately 450 mg/dl before eating while disconnected from the ilet after a sensor was stopped, followed by vomiting. The patient administered subcutaneous fast-acting insulin and later recorded a glucose of 173 mg/dl after dinner. Symptoms included hyperglycemia and vomiting. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and insufficient information about a specific device component, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.